Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 334 mg/dl, with an invalid comparison to a reading of 125 mg/dl on the doctor's unknown meter taken within 10 minutes. The pt did not report symptoms of or treatment for high or low blood glucose. The customer care rep performed troubleshooting; the control solution test and the repeat test were not within specs, therefore there is indication the product may have malfunctioned.